Event description:
No additional information.

Manufacturer narrative:
The set and pump were returned for investigation under (B)(4). From the investigation, the administration set was visually inspected for any tears or functional defects. It was noted during the inspection that one of the smart sites was pinched and leaked. It is unknown whether this was the original condition of the set or if it was damaged during shipping. This finding could potentially lead to an under infusion to the patient rather than an over infusion, which means that this finding is incidental. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a model and lot number was not provided by the customer.

Manufacturer narrative:
The set and pump were returned for investigation under (B)(4). From the investigation, the administration set was visually inspected for any tears or functional defects. It was noted during the inspection that one of the smart sites was pinched and leaked. It is unknown whether this was the original condition of the set or if it was damaged during shipping. This finding could potentially lead to an under infusion to the patient rather than an over infusion, which means that this finding is incidental. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a model and lot number was not provided by the customer.

Event description:
It was reported that unspecified bd infusion set was over infusing. The following information was received by the initial reporter with the following verbatim. Patient had tpn infusing over 24 hrs. At 0800, reporter noted that the tpn was running at 36.5 ml/hr and the pump showed there was over 300 ml remaining in the tpn bag. At around 1000, the entirety of the tpn bag had infused over an unknown amount of time. Pt ax was unchanged. There was no obvious issues with the pump upon inspection and the pump stated there was still 300 ml left in the tpn bag despite it actually being empty. Tpn was started at 1830 (B)(6) 2025 and should have completed (B)(6) 2025,1830. Date of event - april 2, 2025. Was there any patient involvement? Yes. Please explain any consequences resulting from this event (i.e., vital sign changes, patient response, delays, etc.): no condition change. Interventions needed due to event (i.e., stopped infusion, or meds/bolus given, monitoring, labs, etc.): additional fluids were ordered in case of hypoglycemia.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.